Event description:
Pt was treated in 03/2004. Pt developed blistering and extreme swelling post treatment. Follow-up in 05/04; pt was seen last week and the swelling and blisters have all resolved but there is some redness where blisters were. Follow-up in 07/04; the redness has resolved however, these areas now are mildly hypo pigmented.